Event description:
Complainant alleged that during routine testing, the device displayed "pacer fault 116", "pacer disabled", "defib disabled", "defib fault 72", and "analysis halted". There was no pt involvement during the reported malfunction.